Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The device was returned without a specific complaint or event. The device was received at end-of-service levels, with normal telemetry and no output. Analysis performed found elevated current during the preliminary screening. Device image analysis noted elevated current as well. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.